Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center showed and error 116 during demonstration. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error codes e213 and e117 were displayed. A root cause could not be definitively identified. However, based on the results of the investigation, it is likely that the malfunction was associated with the following findings: the customer reported error 116 was likely due to poor system service division contact and corrosion on the dual in line memory module. Additionally, the investigation findings of error codes e213 and e117 were also attributed to poor system service division contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.